Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case clip was overstretched and not clipped securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. Blood glucose was not impacted; however, the reported issue caused the customer to slightly bleed and become bruised. The customer loaded new supplies and resumed insulin delivery.